Event description:
It was reported that a patient presented to the emergency room with reports of syncopial episodes. Upon examination, the patient's right ventricular (rv) lead was found to have lost capture and had diminished r-wave sensing, indicating lead dislodgement. The rv lead was (B)(6) 2022. The patient was stable throughout and no additional patient consequences were reported.